Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of blurry images was unconfirmed. The probe is giving a bright and clear image. There is no root cause has the issue could not be reproduced. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported by the customer "when attempting a piv and go in center probe, I¿m way to the my left of the vein on screen. Unit is not giving correct location of the veins." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "when attempting a piv and go in center probe, I¿m way to the my left of the vein on screen. Unit is not giving correct location of the veins." No other information was provided.